Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 3 years, 10 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has a history of previously unreported pump pocket and sternal wound infections that required debridements, wound vac therapy, and chronic IV doxycycline administration via PICC line. The patient was admitted to a local hospital for shortness of breath and was diuresed, and for thick, white/brown drainage from the substernal wound. Wound and blood cultures were obtained on (B)(6) 2016; the results on (B)(6) 2016 found (B)(6). The patient was discharged home on IV antibiotics with a plan to perform a pump exchange when treatment with (B)(6) for the patient's (B)(6) was complete. The pump exchange was performed on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The explanted device was returned for evaluation. No device-related issues were identified through the examination of the returned lvad pump and a direct correlation between the device and the reported event could not conclusively be established through this evaluation. The pump was returned assembled with the driveline cut approximately 3.5¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.